Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with an adc device due to exposure to moisture. As a result, customer experienced symptoms described as not responding, disoriented, a loss of consciousness and was unable to self-treat. Customer received treatment by third-party (family member) and a healthcare professional (livestock fair aid) of glucagon injection and coca-cola for the diagnosis of hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. Adhesive has not been returned. Unable to perform further investigation due to no product returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with an adc device due to exposure to moisture. As a result, customer experienced symptoms described as not responding, disoriented, a loss of consciousness and was unable to self-treat. Customer received treatment by third-party (family member) and a healthcare professional (livestock fair aid) of glucagon injection and coca-cola for the diagnosis of hypoglycemia. No further information provided. There was no report of death or permanent impairment associated with this event.